Manufacturer narrative:
B3 - date of event: was selected as 1aug2024 as no event date was provided by the customer. Results pending completion of the investigation.

Event description:
The customer reported receiving false negative hcg results from "two packs" of instalert hcg strip tests. The customer reported a total of 29 tests were used, however it is unclear how many false negative results were obtained. Although, requested, no further information was provided. No adverse event reported.

Event description:
The customer reported receiving false negative hcg results from "two packs" of instalert hcg strip tests. The customer reported a total of 29 tests were used, however it is unclear how many false negative results were obtained. Although, requested, no further information was provided. No adverse event reported. New information received on 30aug2024 clarified the previously reported information. Two false negative hcg results were reported while using the instalert hcg strip tests. The customer indicated the first test was performed "as per instructions", however no specific information was provided. Confirmatory testing was performed using a clearblue device yielded a positive hcg result. No further information was provided. No adverse events reported. A second false negative hcg result was also reported, however the customer indicated the result was read at 2 minutes. Per the package insert, "read the result at 3-4 minutes. Do not interpret results after the appropriate read time." This is not considered a product malfunction as the customer deviated from the package insert. Additionally, this event is not reportable as no death or serious injury was reported.

Manufacturer narrative:
B3 - date of event: was updated to 5aug2024 as the customer indicated this is the event date. B5 - describe event or problem: was updated to include the new information provided by the customer. B6 - relevant test/laboratory data: was updated to include an additional relevant test. D4 - primary UDI number: was updated from blank to "(B)(4)". H6 - adverse event problem clinical code and impact codes updated to e2403 and f26. Investigation conclusion: retained devices from the reported lot number were tested with cut-off standards (25 miu/ml) and high positive standards (261.6iu/ml, 264.5iu/ml, and 266.0iu/ml. Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. This test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis.